Manufacturer narrative:
This report is for one (1) unknown guide sleeve. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown guide sleeve. PMA/510(k) number is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 a turn-to-lock drill guide was damaged after attempting to disassemble. A wrong unknown drill guide sleeve and an unknown drill guide with graduation were inserted into turn-to-lock drill guide and could not be removed. There were no surgical procedure and patient involvement. This (B)(4) captures the unknown drill guide and sleeve. (B)(4) captures the turn-to-lock drill guide. This report is for one (1) unknown guide sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Device evaluation: device interaction/functional visual inspection: upon visual inspection, it was observed that the turn-to-lock drill guide had an unknown drill sleeve was seized inside it. The drill sleeve was seized on its distal end about 2 centimeters deep into the drill guide with its proximal end bent downward, off-axis from the turn-to-lock drill guide. Functional test: as the turn-to-lock drill guide was received with an unknown drill sleeve seized within it, the received condition already matched the complaint condition and as such no attempt was made to replicate the complaint condition. An attempt to dissemble the two devices was made and while the drill sleeve was then able to move, the two devices were still unable to be disassembled. The received condition was determined to agree with the complaint description. Dimensional inspection:dimensional inspection could not be conducted as the part number of the device is unknown. Document/specification review: document/specification review could not be conducted as the part number of the device is unknown. The cause of the complaint condition can be attributed to misuse as it was noted that in the complaint description that the wrong drill guide sleeve was inserted into the turn-to-lock drill guide and then subsequently became seized. As the complaint has both been determined to match the complaint description as well as assigned a cause, the complaint has been confirmed. Investigation conclusion: the complaint condition was confirmed as the turn-to-lock drill guide for 2.4mm drill bit was unable to disassemble from a from an incorrect, unknown drill guide sleeve inserted in it. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.